Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a battery status of eol when it was at mol2 at the patient's last follow-up appointment. ICD was removed.